Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and bravo device arriving in bio lab. Bravo device (capsule and delivery) was received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. Since inadequate sample was returned for investigation, it is impossible to determine if product meet specs or not. The visual inspection found no issues. The customer reported bravo fail to calibrate. An investigation of the returned equipment was not performed since the sample was sent as bio-hazard contaminated to the lab and is not a bio-hazard device. Evaluation was not performed since the product sample did not arrive for investigation in a proper manner allowing investigation. The investigation could not determine a cause or a probable root cause for the customer's report based on the information provided and sample received. The bio-hazard procedure states: it is forbidden to open contaminated returned equipment outside bio lab. All parts transferred to the biohazard lab will be considered as contaminated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to communicate and the recorder would not recognize the capsule and it displayed "capsule mismatch-0000". There was no harm to the patient, intervention was required, and a repeat procedure was successfully performed by using a new capsule on the same day. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system will be returned for investigation.